Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a media inspection noted that one of the pictures provided a poor image and lost in the other picture. A visual evaluation noted that the top cover has finish damage. The catheter interface contacts were contaminated with an unknown material. These contacts need replacement in order to restore a stable video. Per the evaluation conducted by enercon technologies, the reported event was confirmed. Although the number of procedures/recycles of the unit are unknown, improper handling of the device or wear/tear on internal components over time likely contributed to the event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.

Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for biliary obstruction procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii was lost approximately five minutes into the procedure, three dots appeared, and controller was not working correctly. A second, spyscope ds ii was used; however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for biliary obstruction procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii was lost approximately five minutes into the procedure, three dots appeared, and controller was not working correctly. A second, spyscope ds ii was used; however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).